Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is not available a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr advised the hp to recycle the power on the cycler and to start over using new supplies. The care giver (cg) contacted product surveillance on (B)(6) 2011 regarding the alarm. The cg had no idea how the air may have gotten in the lines and the cg did not note any abnormalities in the supplies. The cg discarded the supplies from that night. The cg also stated that the hp was in the hospital at the time of the alarm. The hp's hospitalization was not related to the therapy. Per the cg, the hp was in the hospital because of a spider bite. The cg notified the nurse of the alarm and the hospitalization. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.